Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During an american academy of orthopaedic surgeons meeting on (B)(6) 2013, a physician from moscow approached the synthes display and presented an x-ray to a synthes product development engineer of a hindfoot arthrodesis nail. The x-ray showed the spiral blade had backed out. Reportedly, it appeared to the product development engineer that the locking screw was missing. No further information is available. This report is for an unknown hindfoot arthrodesis nail. This is 1 of 2 reports for complaint #(B)(4).